Event description:
It was reported that during use of this y1301 y-knot flex all-suture anchor in a hip procedure on (B)(6) 2013; a small piece of metal broke off of the inserter/driver, and was left inside the pilot hole. As reported by the surgeon: after the pilot hole was drilled, the y-knot anchor was inserted, and the anchor inserter/driver was removed from the pilot hole. At this point, it was observed that one of the tines from the distal tip of the anchor inserter was missing. After looking in the joint for the broken piece of the inserter, the surgeon opted to place a back-up anchor in the same pilot hole, and completed the procedure as intended. The y-knot flex all-suture anchor and associated inserter/driver in question were discarded at the end of the procedure. Other than the 10 minutes delay in searching for the metal fragment, the procedure was completed with no further complications or patient injury.

Manufacturer narrative:
As reported, the involved y-knot flex all-suture anchor driver is not expected for evaluation, as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported failure was unable to be determined. Evaluation of similar complaints from this device family revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. Based on this finding, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. This device was manufactured on may 22, 2013 in a lot of 98 units. There were no anomalies or nonconformance noted during the manufacturing process that could have caused or contributed to this reported problem. Additionally, there were no other complaints received for this item and lot number. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This is a newly released device, which is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use.